Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 20 mg/dl, which occurred following accidental meal announcements made within a short time period. Symptoms included hypoglycemia and loss of consciousness. Outcomes included required medical intervention, as emergency medical services were contacted and the patient was treated at the scene with glucagon and was not transported to the hospital. Investigation included review of information provided by the clinical diabetes specialist and communication with the patient, who did not recall making the meal announcements associated with the event. Investigation of this case identified use error related to accidental meal announcements, with no medical device malfunction or device component failure identified. It was concluded that the event was caused by user interaction with the device rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.